Manufacturer narrative:
(B)(4).

Event description:
It was initially reported on 01/09/2025 2025 that a detached or missing sensor wire occurred. The wearable was inserted into the arm. On (B)(6) 2025, which was about five days after sensor insertion (insertion date not clarified), the sensor was not working correctly. The patient used his bg meter to monitor his blood glucose and removed the sensor. Upon removal the sensor wire was missing, and the area became sore. On (B)(6) 2025, the patient provided additional event details. The patient explained the area of the puncture site on the arm became reddened in the days after sensor pod removal. He had swelling and a knot on the back of the right arm and the soreness continued. The patient¿s physician attempted to remove the sensor wire in the patient¿s home with a small incision on (B)(6) 2025. The local anesthetic was not specified. The physician was unable to locate the wire, and the area remained inflamed. The patient intermittently felt the wire poking him under the skin. The 4 photos the customer provided were of the arm and site after the physician attempted removal of the wire on (B)(6) 2025. The photos show an arm with redness and inflammation at the puncture site on the back of the arm, and the outline on the skin of a previous sensor and over patch. Faint redness extended slightly past the over patch in one of the photos, and inflammation is visible in the area. Photographs were provided for investigation. Redness, and inflammation was confirmed via photographic inspection. On (B)(6) 2025 the patient's physician was contacted and the physician indicated the patient planned to schedule diagnostic imaging and surgical removal of the sensor wire, and the patient was going to follow up with the medical doctor's office on (B)(6) 2025 to schedule imaging and surgical removal. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.